Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue/controller failure red alarm has been completed. The impella automated controller was returned for investigation. The data logs from the complaint date revealed on (B)(6) 2022 when the console was booted up, controller error #418 (purge pressure sensor defective) triggered. The reported ¿red alarm, bleeding system blocked¿ might be mistranslated because the original complaint was not in english. The reported red alarm was consistent with the controller failure alarm. The returned device was tested, when booting up the returned console, the controller failure was not reproduced. The purge assembly was inspected, specifically the connection between the purge unit driver (pud) and purge pressure sensor. Visual inspection indicated the ribbon cable was connected and well-aligned without any discoloration or abnormalities on the cable. The cause of the issue was not determined since the failure mode was not reproduced after testing and simulation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited the red alarm, bleeding system blocked error. No additional information was provided, no report of harm or injury to the patient.